Event description:
New information received states when the asymptomatic patient presented the clinic, another instance of post-paced t-wave oversensing was observed on the ventricular channel. Programming changes were made during device check.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to clinic during follow up, post-paced t-wave oversensing was observed on the ventricular channel. The patient did not receive therapy during the oversensing. Low frequency attenuation filter was programmed off. Programming changes were recommended. No further information is available.